Manufacturer narrative:
A patient's ipg became inoperable after an unrelated procedure where the device was not put in surgery mode was reported to abbott. As a result, the ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not put in surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.